Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not experiencing a black screen; it was powered on but displayed a disconnected icon. A filed service engineer (fse) attempted to log in with bd credentials were unsuccessful. Network diagnostics showed no response when pinging the gateway or domain name system (dns) servers, and the adapters indicated no internet connection. Disabling ipv6 did not resolve the issue. A new network cable was tested without success, so the original cable was reinstalled. The internal protocol (ip) configuration was changed from static to dynamic host configuration protocol (dhcp), which obtained a new address in a different segment. Following this change, the dns servers responded to pings. After rebooting, the station no longer showed disconnected and appeared online in rss. Successful login with bd credentials confirmed restored network connectivity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application failed to launch and the station displayed a black screen. The device was also shown as offline on remote smart service. The user attempted to reboot the station; however, the issue persisted.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.